Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 287 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received. Customer reverted to manual injections for insulin therapy.